Manufacturer narrative:
The device associated with this report was not returned. Lelocle, the manufacturing facility, reviewed the device history records and found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised because, the nail broke at the distal end of lag screw.